Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s caregiver assisted with an infusion set and cartridge change for an ilet system and was unsure whether the infusion set needle guard was removed prior to insertion, which could result in an incorrectly deployed infusion set or an incompletely attached connector; the reported blood glucose was 236 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the third party. Investigation of this case revealed a usage problem consistent with an improper or incorrect procedure or method involving the cannula, and no intrinsic device problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.